Event description:
During the operation, there was tissue bleeding and the tissue was clamped with the continuous titanium clip to stop the bleeding. However, the hemostatic effect was not good. It was found that the clip was not clamped tightly and did not completely close. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).